Manufacturer narrative:
This case was assessed as reportable to the FDA as the event was deemed to meet serious injury criteria. The device history record could not be reviewed as the lot number was not reported.

Event description:
This report is related to 2135225-2018-00009. This spontaneous report was received from a physician and concerns a female patient (age not reported) who was injected with an unspecified merz product on an unspecified date for an unspecified indication. Per the physician's order history, the product was either radiesse+ or belotero. Medical history and concomitant medications not reported. An unspecified time post injection, the patient developed necrosis of the tissue in her cheek and nose. Her face was "severely damaged and permanently scarred." Causality reported as related to the unspecified merz product. Radiesse+ lot number unknown as more than one lot number was purchased by the physician. Belotero lot number was 321189. Treatment and outcome not reported.

Manufacturer narrative:
The device history record for radiesse+ dermal filler lot 100079776 was reviewed. No non-conformances were noted that would have contributed to this event. A lot search was conducted on the reported lot and no similar events were noted.

Event description:
Follow up information was received from the physician on (B)(6) 2018. The patient's initials, age (B)(6), gender, and weight (B)(6) were provided. Medical history positive for previous radiesse and juvederm injections. Concomitant medications reported as none. The patient was injected with a portion of a radiesse+ 1.5cc syringe, clarified as less than 1cc to affected area (right). In (B)(6) 2015, within a couple of days of injection, the patient developed necrosis of cheek and nasal ala with open wounds. Treatment reported as steroids, aspirin (acetylsalicylic acid), wound care, antiviral medicine, and an antibiotic. Wounds treated for 6-8 weeks. Outcome reported as permanent scarring and deformity of right cheek and right nasal ala with hypo-pigmentation. Causality reported as related to radiesse+ and not related to belotero. Radiesse+ lot number reported as 100079776.